Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had time clock anomaly. The customer's blood glucose value was 5.9 mmol/l. Customer states the time on insulin pump was moving so fast and need to adjust manually. Customer states the gain was greater then 1 minute per week. Customer states gain was greater than 4 minutes per month. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. Programmed pump with the current time and date and monitored for one day. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly. (B)(4).